Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the device's main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the power button on their device's main keypad assembly was difficult to press in order to power the device on or off. There was patient use associated with the reported event, however, there were no reports of adverse effects to the patient as a result of the reported issue. No further information was provided. Physio-control has attempted to contact the customer in order to obtain additional details about the patient and the event, but no response has been received. Upon evaluation of the customer's device, physio-control observed that the device's power button was not functional.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the left side of the power button was worn and therefore required a firmer press for recognition/activation. Physio observed that the right side of the power button was functional.

Event description:
The customer contacted physio-control to report that the power button on their device's main keypad assembly was difficult to press in order to power the device on or off. There was patient use associated with the reported event, however, there were no reports of adverse effects to the patient as a result of the reported issue. No further information was provided. Physio-control has attempted to contact the customer in order to obtain additional details about the patient and the event, but no response has been received. Upon evaluation of the customer's device, physio-control observed that the device's power button was not functional.